Event description:
Patient in for surgery on "(B)(6)" for fractured hip. Hip was repaired without concern. Patient returns to hospital on "(B)(6)" after displacing said hip while getting into his truck. Hip was found to be significantly displaced. Dr performed a second hip surgery and much to his surprise found that there was no remnant of the cement on the implant from just 3 weeks ago. Very concerning there was not evidence of this cement and a clear indication why this patient's hip may have been dislocated.